Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged, and the download data did not show any timeouts or drive stalls during the run. The cannula assembly and bottom housing were also inspected for manufacturing deficiencies that could cause bleeding or bruising, and no issues were found with the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 288 mg/dl, 16 mml/l between 1 and 4 hours of wearing the pod. The patient reported that the bg levels would not drop even after a correction was administered. The pod was removed, and a small kink was noted on the cannula and blood at the infusion site. The patient applied a new pod and had no further issues.